Event description:
It was reported that a pt had an infection at the implanted device site. "The device and leads were explanted."

Manufacturer narrative:
(B) (4). Reason for the late MDR is due to the implementation of a process improvement.